Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use; however, indentation could not be obtained. Balloon was unable to inflate due to calcification. Furthermore, inflation was performed twice at 8am and was attempted to perform further, but the balloon ruptured at 8atm. The procedure was completed with another of the same device. There were no patient complications reported.